Manufacturer narrative:
The device was not returned for evaluation. Therefore, a device analysis could not be performed. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions could not be performed. A review of the instructions for use documents for knee systems revealed in possible adverse effects that looseness of components can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. Additionally, this section also states that temporary or permanent nerve damage can result in pain or numbness of the affected limb. Periodic, long-term follow-up is recommended to monitor the position and state of the prosthetic components. The clinical/medical investigation concluded that, based on the clinical findings, including the x-ray report and revision operative notes, the root cause of the patient¿s pain and swelling was determined to be loosening of the tibial implant. The revision surgery confirmed the tibial component was grossly loose, with significant bone overgrowth and an uncontained medial defect. Although the patient was screened for infection and underwent aspiration, the results were not available for review. A bone scan indicated increased uptake around the implant, suggesting possible infection or loosening. Despite these findings, there was no evidence of a device malfunction in the smith & nephew implant. Due to the absence of medical imaging, it could not be confirmed whether the original implant was adequately fixed or positioned. The patient was prescribed physical therapy and a brace as part of the treatment plan. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a right partial knee replacement surgery, the patient experienced knee swelling and pain. The patient had lucencies around her tibial implant circumferentially as well as varus and valgus laxity. She was gotten into formal physical therapy for quad and hamstring strengthening and bracing was discussed. The physician believed that many of her symptoms were not just from instability but tibial loosening. This adverse event was addressed by a revision surgery performed on (B)(6) 2025 in which the implant knee system was exchanged and the tibial loosening was confirmed. The current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a reported patient complication that includes reference to the use of a smith+nephew product without evidence of a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.